Event description:
Boston scientific received information that an unknown right atrial lead was suspected to have dislodged due to an timing anomaly noted on an electrocardiogram. No additional information could be obtained about the event, resolution, or lead information. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.